Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was unknown. On (B)(6) 2017 it was reported that the empty pump alarm was occurring. The event date was (B)(6) 2017. It was indicated that it was unknown if the patient had missed a pump refill. It was reported that the hcp office tried to get a hold of the patient about the refill and was unsuccessful prior to the empty pump alarm. No patient symptoms were reported. No further patient complications have been reported as a result of this event. Additional information received reported that the actions and interventions taken to resolve the empty pump was the pump was refilled and no other actions. It was unknown if the patient experienced any symptoms related to the empty pump. The cause of the pump going empty was noted as the nurse reported the pump was not completely empty, it did have approximately 1ml left in reservoir. The physician was under the impression the device was empty, and relayed that information to the company representative on (B)(6) 2017. No further patient complications were reported.